Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was patient use associated with the reported event; however, the customer reported that there were no adverse effects to the patient as a result of the reported issue. The patient was being monitored during the event. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.